Event description:
It was reported that an aiming arm malfunctioned during a procedure on (B)(6) 2015. Patient was being treated for a left it/subtrochanteric femur fracture with a long trochanteric fixation nail. Case was moving along smoothly and it was time to put the helical blade guide wire in the femoral head. At this time, it was discovered that the 130 degree aiming arm was malfunctioning. The metal locking tab wasn't working properly and the yellow sleeve assembly was unable to lock into the aiming arm. Another tfn locking set was opened, a new aiming arm pulled from it, and the case went on to be completed without further issue. The surgery was successfully completed without patient harm or surgical delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacturing of the product. During manufacturing investigation, all relevant and significant characteristics like dimensions were checked and additionally the article passed all functional tests. All checked characteristics are within the specifications. There are no references to the reported issue. A malfunction could not be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was approximately a three minute delay in the procedure.

Manufacturer narrative:
A product development evaluation was completed: the locking slide plate is stuck in the unlocked position, and no longer functions as designed. Per the technique guide, the insertion handle and the 130° aiming arm are components of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. One 130° aiming arm (part 357.366, lot 8893472, manufactured august 2014) was returned with the complaint that ¿it was discovered that the 130 degree aiming arm was malfunctioning. The metal locking tab wasn't working properly and the yellow sleeve assembly was unable to lock into the aiming arm.¿ upon receipt of this device it was seen that the locking slide plate is stuck in the unlocked position, and no longer functions as designed. This complaint is confirmed. The drawings for the 130° aiming arm were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. Given the condition of the returned device, the most probable root cause is that either the internal tolerances are out of specification, or the compression spring which acts on the locking slide plate is no longer functional. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.